Event description:
The customer received a questionable albumin result for one patient urine sample. The initial result was 0.6 mg/dl with no flags was reported outside the laboratory as <1.3 mg/dl. Because the patient's creatinine result was low, the tech questioned the albumin result. On (B)(6) 2013, the tech repeated the same sample and the results were 0.6 mg/dl and 64.4 mg/dl with data flags. The tech repeated the same sample and the result was 64.9 mg/dl with data flags. The instrument automatically repeated the sample with a decreased volume and the result was 143.5 mg/dl with a data flag. For troubleshooting purpose, the tech manually repeated the same sample in a new tube with a decreased sample volume and the result was 137.8 mg/dl with a data flag. This result was reported out and considered correct. The patient was not affected or treated due to the original result. The albumin reagent lot number was 66899901 with an expiration date of 06/30/2014. The field service representative determined there was an issue with the rinse tubing. He replaced the rinse tubing on several nozzles, adjusted the rinse volumes, performed an air purge, adjusted the internal rinse for probes and adjusted the r2 and ise sipper nozzle. He ran an instrument check test which passed.

Manufacturer narrative:
The investigation could not determine a specific root cause as reaction kinetics could not be provided for the event. Based on the results of the repeat testing, a sample specific endogenous interference possibly caused by gammopathy was suspected. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.